Manufacturer narrative:
The returned device was evaluated. During evaluation, the device passed all visual and functional testing. The radius-7 unit was found to visually and audibly alarm during alarm conditions and was determined to be functioning as designed. Additionally, no issues were detected with the concomitant root or patient safetynet system. A review of log files from the event confirmed the presence of clinical alarms as well as non-clinical events. This review also confirmed the involved devices were able to successfully communicate notifications with each other and via the paging transmitter. The reported issue was not confirmed.

Event description:
It was reported: "nursing staff and a physician were present at the patient bedside when the patient was found without a pulse. The telemetry tech from pcu called to say the patient was in asystole at that time. A rapid response was already underway. Staff stated the monitor did not alarm in the room nor was the staff pager initiated." Per the customer, the patient was transferred to the ICU as the safetynet system and bedside monitors failed to notifiy clinicians regarding the patient condition. The patient passed away in the ICU.